Event description:
It was reported that during device change out due to normal eri. The rv lead was tested and no anomalies were noted. The patient was asymptomatic. The physician performed dfts without performing hv lead impedance tests. During dft testing, the hv therapy was unsuccessful due to low lead impedance which shorted out the competitors ICD. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.